Event description:
It was reported the pt was feeling rib and chest stimulation. Diagnostic testing identified invalid impedances. Reprogramming provided stimulation in the pt's lower back; however, leg coverage could not be achieved. F/u info revealed x-ray imagery confirmed lead migration. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.